Event description:
It was reported that the programmer experienced a touch panel malfunction, that it was not possible to use its touch pen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer experienced a touch panel malfunction, that it was not possible to use its touch pen. The progr ammer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there was a touch panel malfunction and that the stylus was not working. The programmer passed functional and systems tests. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.